Event description:
The door lock/unlock mechanism fails to lock and unlock either preventing the sterilize to be used or to unload when the cycle is completed. This sterilizer was purchased and installed last month and has had this locking/unlocking issue reported to steris 3 times since installation. Manufacturer response for steam sterilizer, amsco 400 (per site reporter). One service report indicated, and adjustment was made to the door guide. Second service report indicated they adjusted the door hinge panel, door plate and door handle. The third service request has not been addressed yet.